Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code) was isolated to a broken solder connection to the c19 capacitor on the defibrillator pca. The negative lead pad was lifted off the board, causing the faults. The root cause for the broken solder connection c19 capacitor could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.